Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. (B)(4).

Event description:
Customer reported "when we use the peds disposable masimo oximetry sensors in conjunction with the ge pdm (patient data module) and b850 monitors, we are consistently experiencing 3 failure situations: failure to acquire a signal from the sensor within a reasonable time frame at the beginning of a case. Complete loss of signal during a case. Erroneous desaturation signal during a case. To date no significant patient harm has occurred; however we are most concerned about the potential for patient harm through misdiagnosis or mistreatment due to unreliable equipment. Multiple events have occurred over the last 6 months with this equipment and this type of scenario. Manufacturers of devices were notified and have come onsite to observe and work with staff/ equipment." No consequences or impact to patient.